Event description:
Additional information received from healthcare provider indicated that head pressure and confusion were resolved. The patient had spine surgery for leg numbness.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer's family regarding a patient who was implanted with a neurostimulator for parkinson dual and movement disorders. It was reported that patient was unable to use patient programmer (pp). During an attempted to find the cause of use, the caller noted that the patient just returned home from hospital (earlier in the day) after being admitted for approximate one month with three broken vertebrae. Patient services asked if implant system was a reason for current patient issue and caller confirmed it was not. It was indicated that patient experienced body aches, numbness, head pressure and confusion. A sudden change in therapy was noted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.